Event description:
It was reported that the 2nd column (vertically) buttons of a spectrum pump were not working. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem 'the second colum (vertically) of buttons not working' was not reproduced. The user facility reported that the second column of buttons were not functioning, however, evaluation inspected the device and found that the second row of buttons were not functioning. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.